Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Review of stored electrograms revealed non sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed resolving the issue. The patient was asymptomatic before and post device interrogation.